Event description:
The pt presented 2 months post-op with mild urgency as the only symptom. On cystoscopy, physician observed a focus of incrustation and indentation. While he does not see the tape in the bladder, he suspects it has penetrated the lumen. Physician used a cystoscopic approach to cut the mesh, but suspects that he may have to remove more transvaginally.